Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was experiencing differences between sensor glucose versus blood glucose along with threshold suspend. Customer blood glucose was 203 mg/dl and sensor was showing 47 mg/dl suspending her pump. Customer is not delaying or entering incorrect blood glucose reading and treating base only on blood glucose not sensor glucose reading. The customer was advised to calibrate only when stable and no more than 3-4 times per day. The customer was advised to insert sensor in the area where pressure can't be applied on the sensor. The customer was advised to call 24 hour helpline when having issue of proper troubleshooting.